Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resulved. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery is to be scheduled to explant the pt's device.